Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered a latitude red alert due to declaration of end of life (eol) from a charge time of 31.2 seconds, while at a battery monitoring voltage of 2.68 v. The device has been in service for approximately 61 months. No adverse patient effects have been reported as a result of this observation.

Manufacturer narrative:
Current records suggest that this device remains implanted at this time. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Subsequently, this device was explanted and returned for analysis. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report. This event will be updated if any additional information becomes available.